Event description:
During ed pedi intubation a 1" piece of the plastic sheath on intubation stylet broke off in to child's throat. The piece of plastic was immediately noticed and retrieved. This is the second occurrence of this incident noted by ed staff.